Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: 10/17/2025 09:45:00.000. 10/20/2025 14:21:01.000. Replace battery alert was found on: 10/20/2025 20:01:00.000. Insert battery alarm was found on: 10/17/2025 11:16:46.000. 10/20/2025 20:03:09.000. 10/22/2025 10:42:36.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-nov-2025 at 23:30:00.000. There was no power data available for the date of 17-oct-2025 and 20-oct-2025. Unable to check power data for low battery alert and replace battery alert. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/20/2025 14:21:01 faster than expected at 3.13 days. Battery cycle 2 received the lowbatteryalert (104) on 10/17/2025 09:45:00 faster than expected at 3.07 days. Battery cycle 3 received the lowbatteryalert (104) on 10/14/2025 07:10:00 faster than expected at 2.97 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week prior to the event date of 22-oct-2025, these pump error(s)/alarm(s) were noted: sensor error alert (801) was found on: 10/18/2025 14:29:30.000, 10/18/2025 14:59:38.000. 10/18/2025 15:01:11.000, 10/18/2025 15:34:30.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and still a high sleep current measurement was noted. A high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed the required testing except sleep current measurement. Customer alleged for charge/battery lasts less than expected and a high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery compartment and the reduced battery life. The customer reported the blood glucose value of 56 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and hypoglycemia was treated with the glucose/carb intake. The event involved product(s) mmt-1712k. Troubleshooting was performed, and the crack was impacted the pump's functionality. No further patient complications were reported. Mmt-1712k was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.